Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd vacutainer® winged safety pbbcs with tubing was found leaking as"during blood collection, blood leaked." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for a cut in the tubing with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for a cut in the tubing with the incident lot was observed. Root cause description: based on evaluation of the customer samples, the customer¿s indicated failure mode for a cut in the tubing with the incident lot was observed. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.